Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high crep2 creatinine plus ver.2 result for 1 patient tested on a cobas integra 400 plus. The initial crep2 result from sample a was 243.2 umol/l on (B)(6) 2019 the crep2 result from sample b was 63.5 umol/l. On (B)(6) 2019 sample a was tested again and a crep2 result of 64.2 umol/l was obtained. The result in question was reported outside of the laboratory. The crep2 reagent lot was 40558001 with an expiration date that was not provided.

Manufacturer narrative:
Investigations have determined a reagent carryover to the crep2 (creatinine) or trigl (triglycerides) test can occur if a preceding test containing dextran sulfate is pipetted first and then followed by the chol2 (cholesterol gen. 2) reagent. This carryover can result in discrepant, high results for crep2 and trigl. Installation of extra wash cycles avoids this issue. Customers have been provided with the workaround.